Event description:
Nurse was checking the patency of pt's IV line via flush. IV tubing set up in a pump. When she opened the door of the pump, she noted there was a balloon in the line. Tubing was removed and new tubing set up. Ballooned tubing was not saved for further investigation. FDA safety report ID# (B)(4).